Event description:
Report received of a physician being cut on the metal ferrule of an empty evacuated container. Specific patient information was not known to the reporter, but required an unspecified drainage procedure. The physician was double-gloved, and when the procedure was completed, noted blood on the hand when the gloves were taken off. It is unknown whether or not the physician was treated for blood exposure per facility protocol. Additional information was requested, but no further information was provided.